Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted, upon completion of this activity.

Event description:
The biomedical engineer at the user facility reported that a low temperature issue occurred while a patient underwent hemodialysis (hd) treatment. The patient was transferred to another machine to successfully complete the treatment. No patient blood loss, injury, or adverse reaction occurred as a result of this event. Follow-up information provided by the biomedical engineer revealed that there was no burning smell, or smoke/fire visible. No visual examination was performed by the biomed for any of the associated parts. A fresenius regional equipment specialist (res) was dispatched for an on-site evaluation. The res found a faulty power supply and a scorched/discolored heater. The res replaced both the power supply and heater, but neither component will be returned to the manufacturer for evaluation. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation revealed that the heater was scorched and discolored. The res replaced the heater and the power supply to resolve the issue. No other problems were identified during the on-site evaluation. Following the service activity, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. An on-site evaluation performed by the res found the power supply to be faulty and the heater scorched and discolored. Therefore, the complaint event was confirmed.